Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 94 mg/dl at the time of the incident. The customer reported dropping the insulin pump and now she cannot read it anymore. Customer states can see all the ink that is sprayed across the screen. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had missing segments/partial display due to cracked&bleeding lcd glass. Pump also had cracked reservoir tube lip.